Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high pacing threshold measurements and the patient had muscle stimulation. Subsequently, this lv lead was dislodged. This lv lead was successfully repositioned and remains in service. No additional adverse patient effects were reported.